Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination was performed on the returned device, and it was noted that an approximately 5mm section one of the blades had separated from the balloon material between the two blade break points. The damage identified is consistent with the blade being damaged excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded, which indicates that the balloon was subjected to positive pressure. The investigator attached the device to an encore inflation unit and filled the balloon with liquid to facilitate an inspection of the blades. No issues were identified with balloon inflation or the balloon material. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device.

Event description:
It was reported that a blade detached. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified flexural vein. During the procedure, the lesion was dilated three times with a 4.00 mm x 15 mm wolverine at 12 atm. The device was removed, imaging was performed and the sheath was removed. Upon review of the sheath after removal, a detached blade remained inside. The procedure was completed with the original device and the patient was stable after the procedure.

Event description:
It was reported that a blade detached. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified flexural vein. During the procedure, the lesion was dilated three times with a 4.00 mm x 15 mm wolverine at 12 atm. The device was removed, imaging was performed and the sheath was removed. Upon review of the sheath after removal, a detached blade remained inside. The procedure was completed with the original device and the patient was stable after the procedure.